Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to sample unavailability. Because neither the sample nor lot number was provided with the complaint, a batch review could not be conducted. IV sets when used with a power injector can cause pressures to exceed 45psi. These IV sets are not intended to be used with power injector sets. The sets have been labeled appropriately. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a clearlink catheter extension set that burst. According to the report, the set was being used during CT injection and it ruptured during the CT scan. The condition occurred during patient use. There was no patient injury or medical intervention necessary. No additional information is available.